Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the patient had mesh revision surgery to repair a wound from the eroded mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01515. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat repair of cystocele and stress urinary incontinence.